Event description:
Allegedly, right leg is short, cup is too vertical, patient has dislocated 3 times and there is lucency around the cup to indicated that it has poor in growth. Cup, screws /liner/head/neck were pulled. Stryker cup went in with our head and neck.